Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were suggested but not made per the physician. The patient was stable.